Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 21234590. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure due to an unknown reason, it was found out that the leads had high impedances that did not clear out so physician opted to replace the leads as well. No device malfunction was suspected. The patient was doing well postoperatively, and the explanted products will not be returned per hospital policy. No further information has been obtained despite good faith efforts.